Event description:
A talent captivia stent graft system was implanted in a patient for the endovascular treatment of a fusiform 6.9 cm diameter thoracic aortic aneurysm. The aorta was moderately tortuous, and the access vessel was mildly calcified. It was reported that during the implant procedure, a distal type I endoleak was noted. The physician elected to intervene by placing an extension cuff, which successfully resolved the endoleak. In addition, a type IV endoleak was noted and was left uncorrected. The investigator's assessment has not been reported. No additional clinical sequelae were reported, and the patient is fine. An internal review of an x-ray image was inconclusive.

Manufacturer narrative:
(B)(4): evaluation, results: (endoleak). Results/conclusions: (moderately tortuous aorta).

Event description:
Additional information was received stating the cause of death was updated from hypoxic respiratory failure to pulmonary complications (respiratory depression or failure).

Event description:
Additional information was received. It was reported that the patient expired due to hypoxic respiratory failure. The investigator assessment states that the event was not related to the study device or study procedure. An autopsy was performed. The stent grafts were not explanted. Description of circumstances surrounding subject death: community acquired pneumonia from suspected gram negative bacteria. Acute decompensation of fiastolic congestive heart failure, severe chronic obstructive pulmonary disease with bilateral pleural effusions.

Manufacturer narrative:
(B)(4).